Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they were unsure if they pressed a button down for three minutes or longer. The customer also stated that the insulin pump was exposed to water and also had a crack in the battery compartment. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The call dropped and the customer the call back was unsuccessful. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unable to perform displacement test due to missing retainer. Unit passed self-test. However, unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with corroded battery tube, missing reservoir tube o-ring, cracked battery tube threads, minor scratches on case and minor scratches on lcd window.